Manufacturer narrative:
The investigation revealed that the condition of the returned unit was consistent with the complaint incident that calcified residue was present on the stent. The stent did show signs it had been impacted with a laser as the distal (renal) curl was charred in a few locations. The stent was also kinked adjacent to the charred area. Catheter occlusion and encrustation are both listed in the potential complications section of the dfu. Therefore, the most probable root cause for this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in an unknown procedure (patient ID and weight are unknown). According to the complainant, the patient had a stent put in on (B)(6) 2011. When attempting to remove the stent on (B)(6) 2011, the stent would not uncurl. A wire was inserted to straighten the stent, however, it was unable to pass due to a stone. A laser was used on the tissue, and prolonged the surgery approximately 20 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in an unknown procedure (patient ID and weight are unknown). According to the complainant, the patient had a stent put in on (B)(6), 2011. When attempting to remove the stent on (B)(6), 2011, the stent would not uncurl. A wire was inserted to straighten the stent, however it was unable to pass due to a stone. A laser was used on the tissue, and prolonged the surgery approximately 20 minutes. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "fine."